Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image was not displayed because a communication failure occurred due to a faulty cable. We could not identified the root cause of the faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no display image was confirmed due to a faulty cable. In addition, the evaluation found missing signal from the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the 4k autoclavable camera head did not display an image. There were no reports of patient harm associated with this event.